Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins are damaged. It was reported that the alleged failure was observed while the device was in clinical use. However, no adverse patient impact was reported by the customer.